Event description:
It was reported that pump battery depleted rapidly, with charge dropping by more than 70 percent. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional troubleshooting or corrective actions were documented, so no additional information was received regarding the outcome of event.